Manufacturer narrative:
As reported, the sorbafix fixation device deployed broken fasteners, which were removed from the patient's body. The subject device was returned for evaluation. Initial evaluation of the sample finds no abnormality. Functional evaluation of the sample finds that the reported event of deployed broken fastener could not be reproduced. The device functioned as intended deploying eleven (11) fasteners with no issues. There is no damage to the device that would have resulted in a broken fastener deploying. No manufacturing anomalies were found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 680 units released for distribution in september, 2021. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ sample evaluated.

Event description:
As reported, during a transperitoneal laparoscopic hernia repair procedure on (B)(6)2022, the bard/davol sorbafix enhanced fixation device deployed broken fasteners at the area of peritoneum and aponeurosis when it was used to fixate an unspecified bard mesh. As reported, the fasteners did not fixate the mesh and the broken fasteners were removed from the patient's body. It was reported that the surgeon was able to actuate handle completely and adequate counter-pressure was applied, perpendicular to the mesh during fixation. As reported, the procedure was completed using manual sutures; there was a procedural delay and there was no reported patient injury.